Event description:
Complainant is regulatory affairs mgr for above firm. A marketing rep from the same firm was at a "national abortion federation meeting" on 3/31 - 4/1/96. The rep found a firm advertising the cervical dilator. Complainant said that the MFR of this product was permanently enjoined from selling this product by federal court on 3/28/95. (*)